Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4)

Event description:
It was reported that telemetry signal interruption caused stopped pump mode. Per the healthcare provider the pump was refilled the day of the report and upon pump update, the batteries on the programmer went dead. The batteries were change and the pump re-interrogated with the following message appearing upon the interrogation: infusion mode stopped pump. Pump shut off for 00:13. The healthcare provider re-interrogated the pump and successfully programmed the patient's pump to flex mode again. The pump was used to deliver baclofen. No patient symptoms reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.